Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen had shown failed to stay closed, it was rebooted twice. The customer stated that this malfunction caused a delay to patient's care and the user managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) fixed the issue remotely by assisted the customer with removal of medication jam and drawer recovery. The system functioned as intended after the customer recovered the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen had shown failed to stay closed, it was rebooted twice. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.